Manufacturer narrative:
Requested patient information via phone call (B)(6) 2020. No patient information provided to date. Unique identifier: (B)(4). The customer was provided install instructions via phone for replacing interconnect cabling and consolidated ventilator interface board.

Event description:
The hospital reported the unit would intermittently shutdown. There was no report of patient injury.